Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas integra 400 plus. Results for the sodium electrode, chloride electrode, and glucose hk gen. 3 were affected. The initial values were considered critical and did not match the clinical status of the patients, so the samples were repeated. The repeat values were deemed correct. The first patient's sample initially resulted in a sodium value of 160.4 mmol/l. The sample was repeated twice, resulting in sodium values of 151.6 mmol/l and 139.1 mmol/l. The sample initially resulted in a chloride value of 126 mmol/l. The sample was repeated twice, resulting in chloride values of 117 mmol/l and 104 mmol/l. The second patient's sample initially resulted in a glucose value of 455 mg/dl. The sample was repeated twice, resulting in glucose values of 98 mg/dl and 97 mg/dl. The third patient's sample initially resulted in a sodium value of 154 mmol/l. The sample was repeated twice, resulting in sodium values of 138 mmol/l and 138 mmol/l. The sample initially resulted in a chloride value of 120 mmol/l. The sample was repeated twice, resulting in chloride values of 104 mmol/l and 104 mmol/l.

Manufacturer narrative:
The sodium electrode, chloride electrode, and glucose reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined the sample probe was bent. The customer replaced the sample probes. The customer ran quality controls and precision studies; the results were within specifications. The customer has not reported any further issues. The investigation determined the issue was resolved by the probe replacement.